Event description:
A radistop was used on a radial puncture after a pci procedure. The pt was returned to his room on the cardiology unit and after 2 hours, the velcro band came off and bleeding occurred. Manual compression was applied and hemostasis was achieved. The pt did not experience any adverse consequences.

Manufacturer narrative:
As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends. We have reviewed our design history record and confirmed that this batch met mfg requirements prior to shipment.